Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (medication, dosage, route, and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. At the time of this report, the patient remained hospitalized with ongoing antibiotic treatment. The patient was reported to be recovering from the peritonitis event. Additional information was requested, but is not available at this time.